Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: eyelet broke during procedure. Anchor not setting properly. Probable root cause: design - inadequate raw material selection for inserter - inadequate shaft/handle interface for inserter - inadequate inserter design - eyelet too large for insertion - poor ergonomics which to not aid in advancement process - inserter or eyelet anchor not manufactured to specification - use of incorrect material in process application - user handling error - user does not exercise care with assembly the reported failure mode will be monitored for future re-occurrence.

Event description:
It was reported that the eyelet broke during procedure. Additional information confirmed the distal end of the eyelet was secured under a replacement screw and the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the eyelet broke during procedure. Additional information confirmed the distal end of the eyelet was secured under a replacement screw and the procedure was completed successfully.